Event description:
A report was received that the patient had lost left leg motor during a permanent implant procedure. As a safety precaution, the physician decided to abort the case. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician went intrathecal which led to cerebrospinal fluid (csf) leak. It was noted that the csf leak caused the poor motor readings which resulted the physician to abort the case. The physician believed it was not device related.

Event description:
A report was received that the patient had lost left leg motor during a permanent implant procedure. As a safety precaution, the physician decided to abort the case. The patient was doing well.